Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). The tsc reviewed the system data and noted that a sample error message indicated no sample. The customer also reviewed the data and opines that they might have short sampled the test. The cause of the short sample and event is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer reported that a false negative human chorionic gonadotropin (hcg) result was generated by the dimension rxl max with hm system. The patient had previously advised her physicians that she was pregnant. The result was released from the laboratory. The sample was retested on the same instrument and yielded a result consistent with the patients' clinical picture. There were no reports of adverse health consequences or known patient intervention due to the discordant hcg result.